Event description:
Patient was implanted with plate and screws on (B)(6) 2012 for a distal femur fracture. Surgeon noticed delayed healing with follow ups and x-rays. An x-ray on an unknown date showed the plate was broken into twp pieces. Patient was returned to the or on (B)(6) 2013, hardware was removed and the patient was revised to a like plate and different screws. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.